Manufacturer narrative:
No device will be returned as ess (endoscopy support specialists) went onsite per customer request and performed a pre-cleaning in-service for customer. Upon observation of the staff performing the pre cleaning, ess explained all of the steps and provided electronic copies of the instruction manual, which includes reprocessing process. The ess performed the reprocessing in-service with the facility staff. Model (bf-uc180f endobronchial ultrasound (ebus) endoscopes) were reviewed during the in-service listed in the products section of the users¿ manuals. In service visit includes the cleaning and disinfecting information of scopes. Additionally, this in-service covered pre-cleaning and storage per the customer¿s request. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during an in-service visit, during observation, the ess (endoscopy support specialist) found that the facility staff not aspirating the balloon channel during pre-cleaning. There is no patient involvement on this event reported. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to reported problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation determined that the device was reprocessed incorrectly. The user facility did not clean the balloon channel during pre-cleaning. This issue occurred because the reprocessing procedures/instructions as documented in olympus¿ reprocessing manual were not fully followed. This was established as the root cause of the reported problem. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: chapter 5 reprocessing: general policy. 5.3 precautions: ¿all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.